Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage on the keypad traces. The pump was monitored, and no constant tone anomaly was noted. The pump also had minor scratches on the display window, and cracked reservoir tube lip.

Event description:
It was reported that the customer had unresponsive buttons on the insulin pump. The customer's blood glucose level was 450 mg/dl. The customer states that he treated using a manual injection. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.